Manufacturer narrative:
Date of event estimated. The UDI number is unknown as the catalog number and lot number were not provided. Implant date estimated. The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed, and mildly tortuous vessel in the proximal to distal left circumflex (lcx) artery. The xience xpedition stent was implanted in 2013, however, stent thrombosis was found in 2018 when the patient complained of chest malaise. Angiography was performed to confirm thrombosis. The thrombosis was suctioned and followed by intravascular ultrasound (ivus). There was still a little thrombosis but dilatation was performed with a dilatation catheter balloon to complete the procedure. Due to non-compliance, aspirin and clopidogrel were changed for aspirin and prasugrel. There was no adverse patient sequela and there was no clinically significant delay in the procedure. The physician does not think that the device caused or contribute to the thrombosis. No additional information was provided.

Manufacturer narrative:
The device was not returned. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of angina and thrombosis/thrombus are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and their relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.